Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (560mg/dl) and diabetic ketoacidosis; cause was a kinked infusion cannula. Customer was treated with intravenous insulin drip. Reportedly, the event did not cause any injury. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Brand of infusion set was not reported.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 400-560 mg/dl and diabetic ketoacidosis. Customer was treated with an intravenous insulin drip. Reportedly, treatment received resolved the issue and there was no permanent damage to the customer. The customer did not provide a hospital release date. The cause of the reported issue was due to a kinked non-tandem infusion set cannula. The manufacture and brand of the infusion set was not provided. Multiple attempts were made to follow up with the customer; however, a response was not received.